Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of audio/beep anomaly and button error from the insulin pump. The customer's blood glucose reading was 97 mg/dl. The customer stated that the act and escape buttons are non-responsive. The customer also mentioned a high pitch sound. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to a flattened act keypad dome. The keypad connector was found closed properly during visual inspection. No unexpected audio/beep anomaly was noted. Unable to perform the functional testing due to the keypad anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners and a cracked reservoir tube lip.